Event description:
The customer reported communication error messages and intermittent system lock-ups. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connections on the printed circuit board interfaces were cleaned. The system was then found to be operating as intended.